Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 ,lot# va1ec70, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a manufacturer representative (rep) for a clinical study reported a loss of efficacy. Intervention include a neurostimulator reprogramming on (B)(6) 2017. There was a report that the issue was related to the device or therapy, specifically it was due to programming. It was not due to the implant procedure. The device was off for 2 days accidently and when turned back on, they now feel stimulation in back right upper thigh area. They were instructed to change programs where they were voiding every 1.5 hours during day and 6 times per night on program 3. It was reported to having good control prior to device getting turned off on program 4. The event was ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event. Additional information received reported that the issue resolved with sequelae where the symptoms have improved but some nocturia persists. It was then again updated that the issue was ongoing. No further patient complications have been reported as a result of this event. Additional information received reported that the loss of efficacy was a programming/stimulation issue. The stimulation was not originally programmed for the back right upper thigh area. The event was ongoing as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead was explanted/replaced. No further complications were reported/anticipated.